Manufacturer narrative:
A replacement power supply was sent to the customer. In the follow up with the customer, she indicated that after approx 8 months of use the transformer casing came apart when she pulled it out of the wall outlet. Customer stated the area that came apart is big enough to fit a toothpick in and the underlying electronics are exposed which is a safety risk. The customer indicated that she did not witness any spark, fire or flame and that there were no injuries sustained as a result of the issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damaged and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event.

Event description:
The customer reported that the screws fell out of the housing of her pump in style transformer and the wires are now exposed.